Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids running on ports 1-3 leaked into the fluid path during use of a em2400 valve set. This was observed during fluid delivery on a compounder in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: october 12, 2021 - october 13, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.